Event description:
It was reported that the patient underwent a 2-3 level corpectomy with rods and vertebral body replacements above and below the corpectomy. It was reported that sometime post-op, it was found that the rod broke below the setscrew of the crosslink. No patient complications have been reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.